Manufacturer narrative:
E1- initial reporter establishment name-(B)(6) the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that the distal light failed during a procedure involving an olympus colonovideoscope. There were no reports of patient harm.